Manufacturer narrative:
Additional information: it is reported that during removal of the atherectomy device through the 6fr sheath over the 0.014 wire resistance was encountered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device received for evaluation. A sheath was returned with the hawkone. No images were returned with the device. The hawkone was removed from the packaging for inspection. The hawkone device was returned loaded through the sheath. Inspection revealed the sheath was 6.0 fr. A blood-like substance was noted throughout the sheath. Tearing of the distal tip was observed through microscopic inspection. The hawkone device was returned attached to the cutter driver. Biological debris was noted throughout the distal assembly. The distal housing was detached from the distal assembly. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. Inspection of the distal housing revealed a curve from the proximal end of the housing to the distal tip. The laser drilled inner coils were noted to be protruding from the proximal end of the distal housing. The laser drilled coils were stretched and exposed at the distal end of the housing however they remained attached to the rotating distal tip. The drive shaft and cutter remained attached to the torque shaft. The cutter was advanced approximately 2.5cm distal to the cutter window assembly. Microscopic inspection revealed tearing of the pet was observed at the proximal end housing. The laser drilled coils at the distal tip were stretched. The distal edge of the cutter window housing showed signs of jagged edges. Inspection of the guidewire lumen revealed zipper tearing throughout the housing lumen. Tearing was noted at the proximal end of the rotating tip lumen. The tear was noted to be in a distal direction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a 6fr sheath and 0.014 guidewire during treatment of a 10cm plaque lesion in the patient¿s mid right t ibial/popliteal trunk of diameter 3-4mm. Moderate tortuosity and calcification are reported. Lesion exhibited 70-80% stenosis. IFU was followed. Vessel was pre-dilated. It is reported that during removal of the atherectomy device through the 6fr sheath over the 0.014 wire, the tip of the hawkone device detached within the sheath. All parts were removed in the sheath. No further intervention required. Post-dilation was performed. No patient injury reported.